Event description:
Hospital reported that during a procedure the f-10 filter was venting inward during gravity flow rates. The hospital reported that it appeared the fluid level was going down and air was coming in the top of the assembly. The hospital also reported that cellsaver (autotransfused) product was used in some instrances.